Manufacturer narrative:
Qn#(B)(4). One piece of angular connector without the main bronchial tube was received for investigation. A visual exam was performed and it was observed that the 15m swivel connector was broken from the cobb connector. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Because the complete device was not returned, the complaint could not be confirmed and a root cause was not established. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: "on (B)(6) 2024, the balloon ruptured when using on patient. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "21 aug 2024, the balloon ruptured when using on patient. There was no reported patient harm or consequence."